Event description:
A medtronic representative received a report from a site that while in a spine procedure, the surgeon deemed screw placement was inaccurate after taking a post-op spin. The imaging system spin showed the screw had breached the pedicle, no specific measurement was provided. The surgeon revised the position of the screws and the post-op spin image showed the screws placed successfully. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the screws were removed and new ones placed. The medtronic representative described the initial work-flow as the first spin was taken, surgeon placed pointer on a spinous process and deemed being inaccurate and took a second spin and found to be accurate. The position of the frame was what the surgeon usually does and had it on l2 and were doing an l4-l5 fusion. Notice was given to the surgeon that this was not an ideal set-up and we are most accurate on the level the frame was placed on. A medtronic representative received an update from the surgeon, stating that it took approximately two hours to recognize the malposition. The patient has a nerve damage with burning pain. Software analysis completed, unable to determine probable cause with the information provided. Reported issue could not be replicated. Navigation system check-out passed, no issues found. No further issues have been reported.